Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was no calcification or tortuosity. It was reported that after the bifurcated stent graft was placed the physician elected to model the stent graft with the balloon and inadvertently pulled the stent graft down. There was a type I endoleak detected on the cardiomemes device. The physician elected to monitor the pt. The pt was seen approx 2 weeks after the initial implant and the type I endoleak could not be seen on angiogram. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention - eval: results and conclusion: - endoleak, stent graft was inadvertently pulled down by the user.